Manufacturer narrative:
(B)(4). Customer complaint notes, stated battery life not lasting at least a week. Insulin pump received with normal operating current. Pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery life was not lasting at least a week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.